Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what was the procedure? Procedure name was laparoscopic donor nephrectomy. Did the issue occur with the 1st firing of device or 1st firing across renal artery? Was this device used in any other firings? Stapler misfired on renal artery. Was the force to fire higher or lower than expected? Were any clips used in the vicinity or device firing? Please explain what is meant by the staples did not form all the way through. Were staples missing proximal to distal, either side of the cut line or were they just not in the proper b-form? Surgeon commented product was ¿cutting but not stapling¿. How was the bleeding addressed? Did the patient require a transfusion? How was the remainder of the procedure completed? As a result caused a major hemorrhage and had to convert to open. What is the current patient status? Patient was okay post op. Kidney transplanted with success. Are photos or video available?

Event description:
It was reported that during a laparoscopic procedure, on the first firing across renal artery, the staples did not form all the way through and bleeding occurred. Convert to open was used to complete the procedure.

Manufacturer narrative:
(B)(4). Batch # m53t83. Batch: m52l82, manufacturing date: 03/09/2015 . Product exp. Date: 03/09/2015. The analysis showed that two tr35w cartridge reloads were received for analysis. Cartridge (a) tr35w, m53t83 was received fully fired, with several malformed staples on cartridge deck. Furthermore, the cartridge metal pan was noted to have scratches on the bottom. The scratches were straight and running parallel to the bottom with respect to the cartridge and parallel in respect to the device channel (metal lower jaw component that holds the cartridge in place). The scratch on the cartridge metal pan is consistent with an improper loading of the cartridge into the device. When the cartridge is not loaded completely that is the cartridge stops are not in the cartridge reload alignment slot, at firing the reload will eject forward and some staples will deploy (fire out). Per instructions for use insert the new reload by sliding it against the bottom of the cartridge jaw until it stops in the reload alignment slot. Snap the reload securely in place. Cartridge (b) tr35w, m52l82 was received fully fired and in good visual conditions. No further functional testing could be performed due to the condition of the reloads.

Manufacturer narrative:
(B)(4). Additional information received: did the issue occur with the 1st firing of device or 1st firing across renal artery? It occurred with the first firing of the device which was across the renal artery. Was this device used in any other firings? The device was not used for any other firings. Was the force to fire higher or lower than expected? There was nothing unusual noted about the force to fire the device. Were any clips used in the vicinity or device firing? There were no clips used in the vicinity of firing the device. Please explain what is meant by the staples did not form all the way through. Were staples missing proximal to distal, either side of the cut line or were they just not in the proper b-form? Staples were noted by the surgeon to be malformed and not the usual b shape. How was the bleeding addressed? Did the patient require a transfusion? No transfusion was required. How was the remainder of the procedure completed? This procedure was then converted to an open procedure where the renal artery had to be oversewn. What is the current patient status? Patient is doing well.